Manufacturer narrative:
Initial

Event description:
It was reported that during a supply change the user pulled the needle guard off in a manner that dislodged the infusion site from the applicator, then used a new supply and blood glucose was not impacted; the event is consistent with an improper or incorrect procedure involving the cannula, and the case type aligns with an infusion set and cartridge issue with the infusion set deployed or connected incorrectly. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem was found, a usage problem was identified, and the issue pertained to the cannula with technique error implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.